Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for changeout of the implantable cardioverter defibrillator. The patient was observed to have an infection, and so the device was discarded at the hospitable. The patient was stable following the procedure.